Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist reported that the customer met with a diabetes educator and the settings were reviewed along with the loading/fill process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (439 at its highest). The pump supplies were changed and insulin injections were administered or a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the advice.